Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer reloaded the cartridge and received accurate fill estimate. Reportedly, customer's blood glucose (bg) elevated to 531 mg/dl due to customer not having insulin or additional supplies. Bg was addressed with a manual injection.